Manufacturer narrative:
Results: the ace68 was stretched approximately 113.0 thru 149.5 cm from the hub. The total length of the ace68 was approximately 159.0 cm from the hub. During functional analysis, resistance was encountered while attempting to advance the ace68 through a demonstration neuron max due to the stretched catheter shaft, and the ace68 could not be advanced any further. Conclusions: evaluation of the returned ace68 revealed that the catheter was stretched. If the ace68 is forcefully retracted against resistance, damage such as stretching may occur. The root cause of resistance could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) and the m1 segment of the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68) and a non-penumbra balloon guide catheter. During the procedure, the physician placed the balloon guide catheter in the high cervical. Then, while advancing the ace68 pass the distal tip of the balloon guide catheter, the ace68 would not advance further. While retracting the ace68, the physician experienced resistance and subsequently, the distal tip of the ace68 stayed in the same place but the ace68 was retracting. Upon removal of the ace68, it was noticed that the mid-shaft of the ace68 unraveled. The procedure was completed using a another catheter and the same balloon guide catheter. There was no report of an adverse effect to the patient.